Manufacturer narrative:
Eval, method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing issues with the infusion cannulas bending after removing them which led to elevated blood glucose levels. Pt stated, she always checks her blood glucose 30 minutes after inserting an infusion site. Pt reported if her blood glucose is higher than when she checks it, she will give a correction and check it again after an hour. Pt stated if the blood glucose level has not come down, she will remove the infusion site and usually it would be bent. Pt reported, she would insert a new infusion site and her blood glucose would come back to the target range. Pt stated, she felt like the infusion set cannula was not long enough and she noticed leaking when the infusion site was removed. Pt reported her blood glucose was sometimes elevated. Pt stated if the cannula was bent, her blood glucose would range from 300-400 mg/dl. Pt's target blood glucose range is 70-110 mg/dl. Pt reported, she can feel when her blood glucose is elevated, and if it is above 200 mg/dl she will give an injection of insulin. Pt uses the insertion assist plus device. Pt stated, the issues happened more than once. Pt reported the issue occurred about every 3rd to 4th time she would insert an infusion site. The pt did not require assistance from a healthcare professional or second party to address the issue.